Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a loss of pain relief. As of (B)(6) 2016, the device had 28,000 hours of use. It was noted that the patient had multiple spinal injections, including a lumbar epidural steroid injection (lesi) on (B)(6) 2016, a trigger point injection (tpi) on (B)(6) 2016, a lesi on (B)(6) 2016, a caudal esi on (B)(6) 2017 and on (B)(6) 2017, and both a lumbar and caudal esi on (B)(6) 2017. Imaging on (B)(6) 2016 did not review the leads, but it was positive for multiple spinal disorders. As of (B)(6) 2017, the therapy was helping the patient¿s pain again and the issue was noted to be resolved without sequelae at this point. It was noted that the device was ¿ok¿ and at 93% usage as of (B)(6) 2018. Additional information stated that the pain returned with level 8-8-5 on (B)(6) 2017, even while using the therapy most of the time. They had a loss of pain relief in their back and legs. On (B)(6) 2018, the patient noted they had a motor vehicle accident (mva) with cervical pain and their back/leg pain was at 10-10. Imaging on (B)(6) 2018 found there was increased cervical pathology; the lumbar was narrowing, but insignificant and their former fusion was stable. The back pain was resolved as of (B)(6) 2018, but their leg pain was at level 8. An interrogation noted ¿position change suspect¿ and ¿charging sooner¿ was noted. Reprogramming was requested on (B)(6) 2018, but the patient¿s pain continued at an 8-8-8-9-9 on (B)(6) 2019. It was noted that a removal was possible in the future. Additional information noted that the patient was unable to recharge the device and there was a continuation of lumbar and leg pain as of (B)(6) 2018. The stimulator was used consistently since they were implanted with little reprogramming, but the patient was having difficulty charging the device. The lack of consistent pain control was noted to have been occurring since they were implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient¿s pain had continued, especially when lying down, and they had positional pain with the implantable pulse generator (ipg); reprogramming did not help and a caudal esi was administered on (B)(6)2019. It was noted that the patient still had difficulty charging. It was noted that the therapy would be suspended and explanted and replaced with a different manufacturer¿s device on (B)(6) 2019. The exact cause of the charging issues was unknown and there were no details of a motor vehicle accident (mva). The outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.